Event description:
The account reported five blood leaks in the last couple of days with blood alarms and positive hemostix. In some cases the blood was visible near the arterial hanson connector. No pt injuries or medical intervention.